Event description:
Healthcare professional reported "rupture". Diagnosed via us and MRI. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.